Manufacturer narrative:
#B9 event site telephone: (B)(6).

Event description:
It was reported that the device was contaminated with water. Moreover, air gas module was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).